Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a right hip arthroscopy, the implant 1.8mm q-fix failed to stay in the patient¿s bone despite using the correct technique. When the implant holder was removed from the operating site and while toggling the suture, the whole implant came out of the bone. The 2 suture ends had a knot tied together after the surgeon unravel the suture and tried to remove the implant holder. The procedure was completed with a surgical delay of less than 30 minutes using a 2.3mm osteoraptor in an additional drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a bag without original packaging. The anchors and sutures are deployed, and the anchors have both been tightened. Bio debris is present. There are no knots observed in the sutures. The cleat is fully extended and locked on the insertion devices. No defects are observed on the insertion devices. A functional evaluation revealed the knob is fixed on both devices from deployment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.